Event description:
During an intracranial embolization with the md, two errors occurred on the siemens artis q in ipp 9. While under roadmap the image quality slowly began to degrade to a point where the md could no longer see his micro catheter and was unsure if he was still endovascular during the procedure. This required multiple attempts for useful roadmaps and additional contrast. Shortly after the roadmap image problem occurred mentioned above, the image on the screen began to pixelate without any adjustments to the patient, the table, or the c-arm. In addition, intermittently cross hairs for centering purposes starting showing on the screen without any indication. The md determined the machine was no longer safe and patient was moved to ipp7 intra-procedure.